Event description:
The user facility reported that during a therapeutic laparoscopy, the users experienced a complete loss of image. The users reportedly completed the procedure with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a complete loss of image. The evaluation isolated the difficulty to the charge coupled device (ccd) unit, which was returned to the original equipment manufacturer (OEM) for additional investigation. The device has been serviced and returned to the customer. This report is being submitted as an MDR in an abundance of caution.